Event description:
The customer reports that the needle hub cracked. Customer reported that the jugular was punctured according to specification. During the puncture, air was drawn and not blood aspirated as expected. After examination, it turned out that the cone of the needle had cracks. It is known that the patient was not harmed , and this has no influence on the therapy.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle for evaluation. Visual and microscopic examination of the needle revealed two large cracks in the introducer needle hub. The returned needle was attached to a lab inventory ars and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. A device history record review was performed with no relevant findings identified. The reported complaint that the introducer needle hub was cracked was confirmed by the customer photo and the complaint investigation. The returned introducer needle contained two large cracks in the hub. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle hub cracked. Customer reported that the jugular was punctured according to specification. During the puncture, air was drawn and not blood aspirated as expected. After examination, it turned out that the cone of the needle had cracks. It is known that the patient was not harmed , and this has no influence on the therapy.